Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded and shows many high alarm, downstream occlusion (dso) messages. Functional testing duplicated the customer reported issue. The primary problem was with a defective dso sensor. The dso sensor was replaced.

Event description:
It was reported that there was an occlusion on the pump during purging, prior to patient insertion. There was no patient involvement.